Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a promus element,mr,ous 2.50 x 24 mm stent delivery system was returned. An examination (visual and via scope) of the crimped stent found stent damage. The distal stent rows were lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19 apr 2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 24 mm x 2.5 mm, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left circumflex artery. Following pre-dilatation with a semi-compliant balloon, a 2.50 x 24 mm promus element stent was advanced but failed to cross the lesion. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.